Event description:
The nurse reported that approximately 6 months ago, the patient developed a seroma due to catheter disconnect. A catheter revision was performed. Following the catheter revision, the patient was started on a dose of 300 mcg/day, complex continuous. Since then, the daily dose has been titrated down as the patient was experiencing loose muscle tone.